Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Recall number: z-0023-2022.

Event description:
It was reported via a legal notification that a 68 yo male patient, initial left knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2022, approximately 2 years 3 months post the initial implant procedure for reasons unknown. No additional information.

Manufacturer narrative:
As a result of additional information, section b4 has been updated. Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2020. Approximately 2 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: failed total knee replacement there was significant effusion and synovitis. No purulence. Fluid and tissue cultures were sent. There was delamination of the polyethylene but no evidence of prosthesis loosening. The patella was also removed because it was worn and asymmetrically resurfaced. A sterile compressive dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.